Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Hum buzz. If so, did the noise prevent insufflation? Was there a drop in pressure? No if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Na. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? Yes. If so, what device? 5mm grasper. Was any torque being applied to the trocar or device? Na.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, a leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during an unknown procedure. The trocar created 'hum buzz', an uncommon low-frequency continuous sound, during the whole procedure once the abdomin was insufflated. Another device was used to complete the case. There was no adverse consequence to the patient.